Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, red particles, crease flat, deformation and weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "prosthesis was opened. During the placement, in first 10 seconds prosthesis was suddenly ruptured. There was no force applied to prosthesis." This device was not implanted. A back-up device was used